Manufacturer narrative:
The product has not returned for analysis, however, a video was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported by the bwi representative that the valve of the vizigo¿ sheath was leaking back blood, in spurts (the sheath is in the artery). The sheath was not replaced, as the procedure was completed. A replacement vizigo¿ sheath is being requested. No adverse patient consequence was reported. Nothing was obviously noted to be broken. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. It wasn¿t mentioned by the physician if air entered the patient¿s body or if treatment was required. The procedure was being completed by the physician and the problem was identified when catheter was removed for sheath exchange. Blood return was observed but the physician did not give any estimate. The hemostatic valve leak is MDR reportable.

Manufacturer narrative:
The device evaluation was completed on 16-dec-2022. It was reported that a patient underwent an idiopathic ventricular tachycardia (idvt) ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and a hemostatic valve leak issue occurred. It was reported by the bwi representative that the valve of the vizigo¿ sheath was leaking back blood, in spurts (the sheath is in the artery). The sheath was not replaced, as the procedure was completed. A replacement vizigo¿ sheath is being requested. No adverse patient consequence was reported. Nothing was obviously noted to be broken. The hemostasis valve (gasket) did not dislodge inside or outside the hub. The brim cap/hub did not detach from the sheath. The sheath was used on the patient. It wasn¿t mentioned by the physician if air entered the patient¿s body or if treatment was required. The procedure was being completed by the physician and the problem was identified when catheter was removed for sheath exchange. Blood return was observed but the physician did not give any estimate. Device evaluation details: a video was received for evaluation following biosense webster's procedures. According to the video provided by the customer, a leakage was observed at the hub section. Due to the position of the device, it cannot be seen if the hemostatic valve is dislodged. This issue could be related to the incorrect insertion of the dilator into the sheath; however, this could not be conclusively determined. The carto vizigo sheath product was returned to biosense webster for evaluation. A visual inspection and backpressure tests were performed following bwi procedures. Visual analysis of the returned sample revealed that no damage was observed on the vizigo sheath. Then, the returned sample was connected to a syringe with water and no leakage was observed. Then backpressure test was performed, and no issues were observed. A device history record (DHR) evaluation was performed for the finished device (B)(4) number, and no internal action related to the complaint was found during the review. Based on the DHR, the h 4. Device manufacture date has been updated. The customer complaint cannot be confirmed since no issues were observed during the product investigation however, according to the video provided by the customer blook leakage was observed. The odp contains the following caution: always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. H6. Investigation findings code of "appropriate term/code not available" represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2022, the biosense webster, inc. Product analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).